Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2019-02647, 0001825034-2019-02649, 0001825034-2019-02652, 0001825034-2019-02653, 0001825034-2019-02654, 0001825034-2019-02655, 0001825034-2019-02656, 0001825034-2019-02657. Report source: other; the initial reporting was provided to zimmer biomet via mw5086869. Concomitant medical products: product lot, description, primary di#: 815045514 4.5 locking shaft screw 14mm (B)(4); 815045536 4.5 locking shaft screw 36mm (B)(4); 815045538 4.5 locking cortical scrw 38mm (B)(4); 815045542 4.5 locking cortical scrw 42mm (B)(4); 815355025 5.5mm polyaxial screw ft 25mm (B)(4); 815355070 5.5mm polyaxial screw ft 70mm (B)(4); 815745038 4.5 x 38mm cortical screw ft (B)(4); 815455080 5.5mm nonlock screw pt 80mm (B)(4); 815308075 8.0mm cann locking ft 75mm (B)(4); 814131106 lot 418400 femoral plate 6 hole left (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Not returned to manufacturer.

Event description:
It was reported the patient was revised to address pain attributed to failed hardware. Left distal periprosthetic and implant fracture were noted. No further information is available at the time of this reporting.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the medical records and x-rays show a broken plate through two distal screw holes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial plate fixation for left distal femur fracture on approximately 2 years ago. Subsequently, she was revised about 2 months later to address sudden onset pain attributed to failed hardware. Left distal femur nonunion, periprosthetic and implant fracture were noted. Revision and hospitalization were without complication and patient was discharged to an extended care facility for further rehabilitation.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). No device was returned for evaluation. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause is unknown. It was reported the patient expired however; cause of death was not listed. There are no allegations of device involvement. No further information is available at the time of this reporting.